Event description:
Approximately forty-four days post lvad implantation, the site reported that the patient had several controller fault alarms. The patient performed a controller exchange to his back up controller. The clinician was unable to power up the faulty controller to download log files reporting a continuous "no power" alarm despite external power. A new back-up controller was issued to the patient by the site. The event resolved without any reported patient injury.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt. Product is in route.

Manufacturer narrative:
The controller was returned to heartware for evaluation. The controller passed visual examination but failed functional testing; the controller failed to power up. Further analysis determined that the source of the reported controller malfunction was the result of a shorted electrical component (tantalum capacitor), which shunted the external power to ground. As a result, the controller could not power up. The root cause of the reported event was confirmed through device testing to be a result of a faulty capacitor. While testing confirmed that the faulty capacitor was the only contributory factor, this type of malfunction is currently under an internal investigation. The investigation currently indicates that the fabrication of the controller and manufacturing of the capacitor did not undergo any design or process changes that might have contributed to the component failure.